Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a separation of an IV tubing from the filter during a taxol infusion, dosage and rate not provided. Although there was leaking there was no patient harm.